Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have damage on the coating of the black thread/cable.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.